Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump was ¿not infusing¿. In the cardiovascular intensive care unit (cvicu) primacor was prescribed for the patient to run at 0.5 mcg/kilogram/minute (rate 11. 4 ml/hour). A new (100ml) bag was connected at 19:27, and the pump alarmed ¿bag empty¿ at 04:00, however, when the nurse checked the bag, it was still full (100ml still remained). It was further reported the ¿patient had been unstable overnight with labile heart rate and blood pressure requiring changes in medications¿. Dopamine was added along with on and off epinephrine. No further information was available at the time of this report.